Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert would not lock.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review DHR reviewed with no identified anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.